Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the delay? Unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Name of the procedure? Unknown. This medwatch report is in response to receipt of facility report # 0733000000-2019-8053. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2019 and suture was used on the skin. During the procedure, the suture was being used to suture skin and a majority of the needle broke off under the skin. Part of the needle was still on the suture. Closing was delayed to get the needle out. The patient's treatment was not altered in anyway due to the prolonged surgery time there were no adverse patient consequences. No additional information was provided.